Manufacturer narrative:
Per the investigator, the event was related to the study devise. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00442 and 3003742446-2012-00443. Complaint conclusion: as reported via the (B)(4) study, a patient experienced a myocardial ischemia nineteen months after the index procedure. Then, approximately a month later, the patient underwent a revascularization due to in-stent restenosis of the rca as well as a new vessel disease treated via pci. This is a (B)(6) female with medical history including hypertension and history of breast cancer ((B)(6) 2009). The indication for the index procedure was a positive stress test and dyspnea. At this time, two stents were deployed, one to the mid rca and the other to the distal rca. A 2.25 x 18mm cypher stent was placed; however, it is unknown to which of the two lesions this stent was deployed to. A second us cypher stent (unknown lot and catalog number) was also deployed to the rca. The post procedure residual stenosis was 0% with timi flow iii. There were no procedural complications noted and the patient was discharged the next day. It was reported that on (B)(6) 2012, the patient had a routine colonoscopy and after a review of symptoms was found to be experiencing malaise/fatigue, shortness of breath, and leg swelling. The patient was not taking study medication at this time. Consequently, the patient had an echo and stress test. It was noted that the patient had an mi in the anterior wall with a resting lvef calculated at 61% and stress lvef calculated at 61%. Perfusion images demonstrated a small to medium defect, with intensity that was mild to moderately reduced. It was also reported, that it appeared to be completely reversible with mild septal hypokinesis. On (B)(6) 2012, the patient was hospitalized and underwent a cardiac catheterization which indicated 80% in-stent restenosis of a previously placed stent in the rca and 90% stenosis of the ostial in 1st diagonal (new vessel disease). The patient underwent successful pci with placement of a des to the distal rca and a new stent was also deployed to the new native vessel. The post procedure residual stenosis was 0% with timi 3 flow. The next day, the patient was discharged home in stable condition. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15179429 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Event description:
As reported via the (B)(4) study, a patient experienced a myocardial ischemia nineteen months after the index procedure. Then, approximately a month later, the patient underwent a revascularization due to in-stent restenosis of the rca as well as a new vessel disease treated via pci. The indication for the index procedure was a positive stress test and dyspnea. At this time, two stents were deployed, one to the mid rca and the other to the distal rca. A 2.25 x 18mm cypher stent was placed, however, it is unknown to which of the two lesions this stent was deployed to. A second us cypher stent (unknown lot and catalog number) was also deployed to the rca. The post procedure residual stenosis was 0% with timi flow iii. There were no procedural complications noted and the patient was discharged the next day. It was reported that on (B)(6) 2012, the patient had a routine colonoscopy and after a review of symptoms was found to be experiencing malaise/fatigue, shortness of breath, and leg swelling. The patient was not taking study medication at this time. Consequently, the patient had an echo and stress test. It was noted that the patient had an mi in the anterior wall with a resting lvef calculated at 61% and stress lvef calculated at 61%. Perfusion images demonstrated a small to medium defect, with intensity that was mild to moderately reduced. It was also reported, that it appeared to be completely reversible with mild septal hypokinesis. On (B)(6) 2012, the patient was hospitalized and underwent a cardiac catheterization which indicated 80% in-stent restenosis of a previously placed stent in the rca and 90% stenosis of the ostial in 1st diagonal (new vessel disease). The patient underwent successful pci with placement of a des to the distal rca and a new stent was also deployed to the new native vessel. The post procedure residual stenosis was 0% with timi 3 flow. The next day, the patient was discharged home in stable condition.